Event description:
It was reported that when using the bd pyxis medstation system, the entire main drawers 1.1 and 1.2 of wbg5a-b were not detected on the bus. The customer reported that this malfunction rendered the medication in those drawers undispensed and resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 and 1.2 reported as not detected due to connection issue. A field service engineer checked all drawer connections and reseated all to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.